Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lead was repositioned several times but the impedance issue could not be resolved. The lead was not implanted. No adverse patient effects were reported.